Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 12 devices were received. 2 device investigation types have not yet been determined. Evaluation status: confirmed 9 reported events were confirmed during testing. 9 devices were found to be affected by a missing component. In progress: 5 device evaluations are in progress.   Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device had a component detach. 10 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device had a component detach. 11 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 14 previously reported events are included in this follow-up record.   Product return status 13 devices were received. 1 devices were not available for evaluation.   Event confirmation status 13 reported events were confirmed; the cause traced to component failure. Evaluation results 13 devices were found to be affected by a missing component.